Manufacturer narrative:
(B)(4). Batch # t5e67m. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60d cartridge reload loaded on the device. The cartridge was received broken and fully fired, with the pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It possible that handling by the customer could dislodge the pan and damaged on the cartridge. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve after the second firing they couldn't reload the device with the cartridge. It was discovered that a piece of the first cartridge had broken off inside the device, thus precluding the second one from loading properly. A similar device was used to complete the case. There were no patient consequences.